Event description:
It is reported that the patient experienced a blank screen and dysfunctional keypad on their insulin pump. The patient's blood glucose level was at 486gm/dl. Customer was treated via manual injection. Trouble shooting revealed exposure to water. Pump is being returned. No further information available.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. Insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.